Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported an 80-year-old male patient on impella cp for mechanical circulatory support due to acute myocardial infarction/cardiogenic shock (ami/csg). While on support, the patient had limb ischemia that required the patient to have an external bi-fem/sfa (superficial femoral artery) bypass performed. The patient was successfully weaned.